Event description:
The customer called for help with her contour meter. She stated that she performed control tests and received a result of "lo." The normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. While attempting to troubleshoot the meter, the customer ended the call. Customer service attempted to call the customer back several times, but was not successful. No product will be returned for evaluation.